Manufacturer narrative:
Manufacturer was made aware of a mesa screw collet fracture after surgeon applied considerable force while trying to unlock the screw to remove the rod construct. X-rays were made available for review. Subject device in transit for manufacturer's complete evaluation. Manufacturer will file a follow-up report when new information becomes available about this event.

Manufacturer narrative:
Follow-up #1/final report issued to include k2m's risk assessment review as indicated below. Out-of-round lockers and oversplayed unlockers can make it difficult to lock and unlock the screw. The damage to the collets is consistent with instruments that are no longer in specification. The instruments used during the subject case were not returned and could not be evaluated. The manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. Risk: the mesa risk analysis, risk-004 rev 4: hazard analysis, line 7: screw assembly breaks, line 8: collet breaks, line 9-10: screw breaks, line 11: outer collet dislocates from inner collet, and the common risk analysis, risk-000 rev 7: hazard analysis, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. Dimensional/material: there were no material or manufacturing defects observed on the returned implant. A review of the per surveillance report did not reveal any contributing information/trends. The damage to the collets is consistent with instruments that are no longer in specification. Out-of-round lockers and over splayed unlockers can make it difficult to lock and unlock the screw. The instruments used during the subject case were not returned and could not be evaluated. (B)(4).

Event description:
Manufacturer was made aware of a mesa screw collet fracture after surgeon applied considerable force while trying to unlock the screw to remove the rod construct.